Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 a getinge field service engineer (fse) had inspected the unit and replaced the (d202-00-0140) safety disk,drive side. After replacement, a simple leak test was conducted and passed with no problems. After replacement, drive check showed no problems. There was no patient involvement. The defective components were received for further investigation. The nrc could not verify the failure of the safety disk not passing the membrane differential pressure and leak test. The results of the test read 4 mmhg. Factory specification is +/- 6mmhg. The safety disk passed the test. Retaining the safety disk in the nrc per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The sustaining engineering department will not be performing an investigation on this safety disk part number 0202-00-0140 serial number (B)(6). No further investigation will be performed. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during pre-delivery inspection of the cardiosave intra-aortic balloon pump (iabp) the pneumatic module leak test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).